Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 586 mg/dl and severe vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller stated that the insulin pump was exposed to the x ray machine at the airport. The insulin pump passed the prime and high pressure tests. The customer removed the infusion set, and the cannula was bent. Advised the customer to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.